Event description:
Upon removal of posey foot elevator, an 8cm x 4cm blister type wound was noted on patient's right lower leg. It is suspected that the cloth wrap around the patient's leg may have creased or wrinkled. The patinet was agitated at times and moved his leg back and forth which may have resulted in the blister. The blister was treated appropriately and the patinet was subsequently discharged.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.